Event description:
It was reported that the physician in training attempted an arteriotomy closure using a starclose device after a diagnostic procedure. The physician noted the thumb advancer was difficult to move and stopped fully 2 cm before the "finish arrow." The device was removed without difficulty with no pt harm or injury reported. Hemostasis was achieved by manual compression. No add'l info is available.

Manufacturer narrative:
The investigation revealed a fully clip deployed device, which is not consistent with the complaint description, a carved nylon shaft, damaged delivery tube garage leaves due to the carving, and a buckled shaft within the handle, of which, both root causes were not determined. However, the buckled shaft is likely linked to the carving process and the support tube retracting during clip deployment, pulling the shaft with it, but it was not confirmed. No other abnormality was observed nor was there any malfunction detected. Review of the lot build device history record did not produce any data that was relevant to this complaint and its report.